Event description:
Jelco protectiv w safety i.v catheter 24 gx5/8"IV was placed and blood return excellent, no difficulty in placing. However, blood continued pouring out even though catheter was in the vein. There appears to be a hole right where the catheter meets the hub. Additional information obtained from the site:there was no harm to patient, but it required another stick which is never a good thing in pediatrics. This is the third time it happened this year.